Event description:
The customer reported that the remote network station (rns or remote monitoring system) has issues with low volume alarm and displays waveforms but no numerics.

Manufacturer narrative:
There is no patient injury or adverse event. The customer checked their 26 units in response to the notification sent to them from us and found that 2 of the 26 units had the low volume alarm issue and the numerics issue. The latter issue is not an issue related to the recall. We had asked the customer for serial numbers, but they did not provide them to us. All 26 rns units were removed from service and were exchanged out.